Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was gained using a non-bsc introducer sheath and guide wire. The 100% stenosed lesion was located in the moderately tortuous superficial femoral artery (sfa). The 2mm x 20mm x 142cm sterling es otw balloon was initially inflated to 10 atms. The second and third inflations were at 12atms. The balloon ruptured upon third inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.